Manufacturer narrative:
Radiographs confirmed the event. The bone screw remains in-situ. No further evaluation of the product can be completed at this time. Patient activity levels are unknown. The root cause of the issue remains unknown. Review of labeling notes: warnings cautions and precautions product labeling indicates "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of the implant component(s), loss fixation, nonunion or delayed union.." "The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
On (B)(6) 2015, a patient underwent a 2-level anterior cervical discectomy and fusion. Approximately 2 weeks postoperative, it was noted that the superior left bone screw at c4 had backed out with a possible graft collapse. The components remain in-situ.